Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating surgical intervention took place on (B)(6) 2024 where the leads were explanted and replaced to address the issue. The leads were found to be twisted together. During surgery the ipg was also repositioned and move from the patient's right flank to left flank and sutured down to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's system diagnostics recorded high impedances, upon further investigation x-rays showed the leads were twisting from the ipg just before they enter before the epidural space, which also suggest the patient's ipg is rotating. Surgical intervention may take place at a future date to address the issue.